Manufacturer narrative:
Device was used for treatment, not diagnosis. S kutty, et al. (2003). Tibial shaft fractures treated with the ao undreamed tibial nail. Irish journal of medical science, vol 172, num 3, pp. 141-142. This report is for unknown (device name)/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: s kutty, et al. (2003). Tibial shaft fractures treated with the ao undreamed tibial nail. Irish journal of medical science, vol 172, num 3, pp. 141-142. Authors: ireland. The purpose of the study is to assess the outcome of tibial shaft fractures treated with the ao undreamed tibial nail (utn). Forty-eight patients underwent intramedullary nailing between 1995 and 2000 using the ao utn. The period of study was 1995-2000. The study design was a retrospective analysis of the group. Follow-up details were available for 45 patients (35 males, 10 females) with three being lost to follow-up and excluded. Mean age was 29.2 years (range 17-60). Mean follow-up was 19 months (range 12-22). Clinical assessment was judged by the ability of the patient to stand on the affected limb without pain. Complications: one nonunion male patient underwent an external fixator and bone transport. Patient was involved in a road traffic accident. A subsequent exchange nailing using competitor's nail with the reamed technique failed to obtain union. At 10 months post-surgery, patient underwent excision of the non-union fragment, application of external fixator, and bone transport. This is report 2 of 3 for (B)(4). This report is for an unknown ao unreamed tibial nail.